Event description:
Customer requested an event log review for a reported under infusion. The customer stated that ertapenem 1000mg/60 ml was to infuse over 30 minutes and the ER nurse reported that after 1 hour, the medication had not infused and the pump had not alarmed. The infusion was restarted on a different pump module and infused without incident. Although requested, no add'l event or pt info provided by the user. There was no pt harm and no medical intervention was required.

Manufacturer narrative:
(B)(4). The logs have been received and log review is pending. A follow up report will be submitted once the investigation has been completed. Log review pending.